Manufacturer narrative:
Based on the available information, the device experienced a reboot issue during a software upgrade due to a faulty som board. The defective som board was replaced with a new dfm100 assy som, and the device was restored to full functionality. The device was returned for use and no further evaluation is warranted at this time.

Manufacturer narrative:
(B)(6) . A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator indicating that the device had a reboot problem during software upgrade. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.